Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was between 238 to 248 mg/dl. The customer stated that whenever she took the infusion set out, she had a bruise at the insertion site. She then placed the insulin pump on suspend, and the device turned off. She noted that the device had been bump, but no severe trauma to the insulin pump. She did not have a new battery in order to complete the troubleshooting process and was advised that a replacement battery cap would be sent. She advised that she was not on the insulin pump when it had a blank display, stating that she had reverted to manual injections. She mentioned that the adhesive on the infusion set was not sticking, but she declined troubleshooting assistance for that and the bruising as well. Nothing further reported.